Event description:
Through the edwards implant patient registry, it was reported that 27mm 3300tfx aortic valve was explanted after an implant duration of two (2) years, one (1) month due to mssa prosthetic av endocarditis, moderate ai, and dehiscence, and an aortic root abscess. The explanted valve was replaced with a 23mm 3300tfx valve. Per the medical records: the patient presented with fatigue and dyspnea, and was diagnosed with type 11 nstemi, v tach, dvt, and arterial embolization to lower extremity with subacute occlusion of left common and superficial femoral, popliteal arteries treated with heparin and tpa via a lytic catheter after which he developed fever and chills. Blood cultures were positive for mssa. A tee revealed av endocarditis with vegetations, av dehiscence and an aortic root abscess. The patient underwent a redo avr with graft anastomosis, a patch repair of the associated aorta from the large abscess that involved the noncoronary cusp of the aortic-mitral curtain, the left coronary cusp and half of the right coronary cusp. The procedure was complicated by torrential bleeding after removal of the clamp due to extensive dissection of the patch. Several surgical interventions to repair and control bleeding were unsuccessful. The patient expired in the or from hemorrhage deep below the root.

Manufacturer narrative:
H10: additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation. However, this event was most likely due to patient related factors and not the device, as the patient's infection onset was approximately two years after device implantation. H11: corrected data: corrected h6 health conclusion codes by replacing code-4315 with code-50 based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Multiple requests for additional details regarding this event have been performed. At this time, there is currently insufficient information to determine the root cause of this event. The subject device was not returned for evaluation; therefore, the complaint cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly. Device not returned yet.

Event description:
Through the implant patient registry, it was reported that 27mm 3300tfx aortic valve was explanted after an implant duration of two (2) years, one (1) month due to unknown reason. The explanted valve was replaced with a 23mm 3300tfx valve. It was reported that the patient is deceased. No other details have been provided at this time.